Event description:
It was reported the device system was explanted due to wound breakdown. The system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8709sc, lot # 0204889968, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4). Device returned, analysis not yet completed. A supplemental report will be filed when analysis is completed.

Event description:
It was later reported that the wound dehisced 3-4 days after implant and continued to dehisce after being re-sutured. Antibiotics were administered, but the wound continued to worsen. The pump was explanted 9 days after implant. The patient returned to baseline on oral baclofen and ativan as needed. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a non-significant indent in the sc connector seal which did not affect infusion. The complete catheter was returned.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.